Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, high, out of range, high voltage lead impedance was observed. No other anomalies on the lead were noted. Lead testing and possible imaging was recommended. Patient later presented and the lead was capped on (B)(6)2016 and a new lead was implanted. Patient was stable before, during and after the procedure.